Event description:
It was reported that the patient fell at home and when presented to the emergency room (ER) was unresponsive, hypotensive, with a glasgow coma scale (gcs) of 3. A computed tomography (CT) revealed a subdural hemorrhage and subarachnoid bleed. The patient¿s international normalized ratio (inr) at time of fall was 3.1. The family made the decision to withdraw care and requested a do not resuscitate (dnr) order for the patient. The family reportedly did not want autopsy and the pump was therefore not available to be returned. The vad coordinator further reported that the device was functioning as expected and death was not device related.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determined. In addition, a full evaluation of the device could not be conducted as the lvad was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that the patient expired due to a subdural hemorrhage and subarchnoid bleed.